Manufacturer narrative:
The investigation for the reported ischemic stroke has been completed. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the ischemic stroke could not be determined. Strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: - patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation - timing of the stroke in relation to impella support (during or post-implant) - detailed description of the symptoms experienced by the patient - neurological examination findings and any focal deficits observed - diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic) - laboratory test results, including coagulation profiles and cardiac markers - any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications - response to any previous anticoagulation or antiplatelet therapies - evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology - as this clinical information was not provided, the true root cause of the stroke/cva could not be determined. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that three days post explant, the patient experienced an ischemic stroke. No further information was provided.